Event description:
It was reported that shaft break occurred. The target lesion with a significant bend of 45 degrees was located in the tortuous and moderately calcified mid left anterior descending artery. Following pre-dilatation, a 32 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, it failed to cross the lesion and the shaft of the delivery system near the hypotube broke. The physician did not attempt further with any other device and cancelled the procedure. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The target lesion with a significant bend of 45 degrees was located in the tortuous and moderately calcified mid left anterior descending artery. Following pre-dilatation, a 32 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, it failed to cross the lesion and the shaft of the delivery system near the hypotube broke. The physician did not attempt further with any other device and cancelled the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : promus elite ous mr 32 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 20.7cm distal to the distal end of strain relief as well as multiple kinks along the length of the hypotube shaft. A tactile and visual inspection of proximal weld and port weld is carried out and no issues were noted. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.